Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective keypad. As a result of a defective keypad, there was severe harm to a patient that required major intervention. It was reported that the patient's blood pressure dropped, and an additional round of CPR and dose of epinephrine was required. A new pump was able to be obtained to replace the defective pump. Although requested, no additional patient information was provided.

Manufacturer narrative:
Removed date of birth ; changed 119 years to 49 years.

Event description:
It was reported that as a result of a defective keypad, there was severe harm to a patient that required medical intervention. The event occurred in the emergency department during a resuscitation. After return of spontaneous circulation (rosc), a norepinephrine infusion was initiated at 0.5mcg/kg/min, with orders to increase to 1.0mcg/kg/min less than a minute later. At this time, the clinicians were unable to change the dose as ordered because the keypad buttons weren't working. It was observed that the bottom row of buttons were not responding, including the "clear", "0" and "decimal" buttons. The patient's blood pressure dropped from 118/58 to 68/40. An additional round of CPR and two doses of epinephrine (1mg/ml) was required. During the event, the patient's blood pressure readings were as follows: 41/29, 219/113 and 180/86. A new pump was obtained to replace the defective pump. Rosc was achieved and an infusion of norepinephrine at 1.0mcg/kg/min was successfully initiated. The post event blood pressure was 188/86.

Manufacturer narrative:
Additional information added to: a2,a3,b3.

Event description:
It was reported that as a result of a defective keypad, there was severe harm to a patient that required medical intervention. The event occurred in the emergency department during a resuscitation. After return of spontaneous circulation (rosc), a norepinephrine infusion was initiated at 0.5mcg/kg/min, with orders to increase to 1.0mcg/kg/min less than a minute later. At this time, the clinicians were unable to change the dose as ordered because the keypad buttons weren't working. It was observed that the bottom row of buttons were not responding, including the "clear", "0" and "decimal" buttons. The patient's blood pressure dropped from 118/58 to 68/40. An additional round of CPR and two doses of epinephrine (1mg/ml) was required. During the event, the patient's blood pressure readings were as follows: 41/29, 219/113 and 180/86. A new pump was obtained to replace the defective pump. Rosc was achieved and an infusion of norepinephrine at 1.0mcg/kg/min was successfully initiated. The post event blood pressure was 188/86.

Event description:
It was reported that as a result of a defective keypad, there was severe harm to a patient that required medical intervention. The event occurred in the emergency department during a resuscitation. After return of spontaneous circulation (rosc), a norepinephrine infusion was initiated at 0.5mcg/kg/min, with orders to increase to 1.0mcg/kg/min less than a minute later. At this time, the clinicians were unable to change the dose as ordered because the keypad buttons were not working. It was observed that the bottom row of buttons were not responding, including the "clear", "0" and "decimal" buttons. The patient's blood pressure dropped from 118/58 to 68/40. An additional round of CPR and two doses of epinephrine (1mg/ml) was required. During the event, the patient's blood pressure readings were as follows: 41/29, 219/113 and 180/86. A new pump was obtained to replace the defective pump. Rosc was achieved and an infusion of norepinephrine at 1.0mcg/kg/min was successfully initiated. The post event blood pressure was 188/86.

Manufacturer narrative:
Additional information added to: d10. The report that a norepinephrine infusion was initiated at 0.5mcg/kg/min was unable to be confirmed. All of the pcu logs were found to have been erased after the reported incident. There was a crack found at the base of the keypad flex tail trace associated with pin# 2 that resulted in unresponsive keys. The pcu had no other findings that may have been a contributing factor for the reported incident. All of the pcu logs were found to have been erased after the reported incident. The root cause of the unresponsive keys is thought to be associated with a design issue.